Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicate the event was potentially due to inadequate attachment of the lead to the device.

Event description:
The patient presented to the clinic with a vibratory alert. Upon interrogation, oversensing and noise on the right ventricular (rv) lead were noted. During the revision of the lead, it was noted that the lead was not properly secured into the header of the ICD. The physician reconnected the lead properly, and the patient was stable with no adverse consequences.